Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977d160, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device. Product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an external neurostimulator. It was reported that patient complained pretrial of right shoulder, back and bilateral hip pain. These were the painful areas targeted with the trial. Patient also complained of pain in her right side of the torso. The physical was acknowledged and proceeded. The patient was very vague on medical history and stated she had experienced tie pain in her side previously and been evaluated. During the trial patient did not experience paresthesia. Connectivity and impedances all normal. The rep changed the pulse width, rate, electrode usage and intensity to try resolve the issue. The physician had decided to keep the leads in and turn the device on again in the exam room. Patient was assisted off the table by staff and became difficult to communicate with. The patient husband called to room and stated he had seen this behavior before the day of the trial. Patient was difficult to communicate with and looked blankly ahead alternating with episodes of inappropriate responses. The physician decided to explant the leads and call emergency medical services. Patient was transported to the hospital. The staff notified the manufacturing representative (rep) the next morning that patient had a cat scan which was negative for stroke. Patient was diagnosed with kidney stone and urinary tract infection and was treated. Issue is resolved. Rep stated the urinary tract infection and kidney stones may have been the contributing factor to the device issue. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.